Event description:
It was reported that an ongoing malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. It was also reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. The customer¿s blood glucose was 226 -274 (mg/dl).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.